Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, part/lot unknown, unknown tribial tray, part/lot unknown, unknown bearing, part/lot unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient has a right side knee revision due to joint stiffness and fluid build-up. The patient was tested for infection, an irrigation and debridement was performed, and the poly was swapped. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined that the devices did not cause or contribute to the reported event.

Manufacturer narrative:
Medical product: biomet cc I-beam tray, catalog#: 141223, lot#: 022600 maxim ilok anatomic primary femoral, catalog#: 140013, lot#: 410990 biomet arcom ap patella, catalog#: 11-150844, lot#: 468650 diamod v stryker 2000, catalog#: 516061, lot#: 82079 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.